Event description:
A customer alleged that the probe on the ortho provue analyzer leaked fluid.

Manufacturer narrative:
A customer alleged that the probe on the ortho provue analyzer leaked fluid. An ocd field engineer (fe) arrived on site. The fe performed repairs and the appropriate adjustments to return the analyzer to expected operation. Probe drip can lead to carry over or cross contamination from microtube to microtube or dilution of reagent or sampe. Based on the available info, mts could not rule out provue malfunction as a contributing factor. If this incident were to recur undetected, erroneous results may occur, leading to possible transfusion of incompatible blood.